Event description:
The hcp reported the pt was experiencing a recent escalation of the intrathecal morphine dose due to an increase in pain. The pt also had an episode of transcient leg weakness. In 2004, a CT with myelogram was done that demonstrated an intrathecal mass. The hcp disconnected the catheter at the pump site, ligated it off, and left it intact in the pump pocket. A separate new catheter was inserted with the tip located below the intrathecal mass site. The pt outcome was not reported.